Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to pace and unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. The event log shows that the device initially detected an unsupported cable ID when defib pads were connected, preventing energy delivery. Approximately 40 minutes later, the CPR pads were removed and re- inserted, after which they were correctly identified and pacing was successful.the sequence of events suggests this was connection related and resolved. The device passed all testing successfully, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.